Manufacturer narrative:
G4: 24jan2020 b4: (B)(6) 2020. H11: correction: it was the oxygen sensor that was replaced to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/03/2020.

Event description:
The customer reported a high oxygen alarm. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the oxygen fuel cell and the problem was resolved.